Event description:
This customer reported that they could not get a leads ECG waveform after the delivery of a shock. They thought that they were unable to deliver another shock. The patient's rhythm was converted on the first shock, there was no impact to the involved patient.

Manufacturer narrative:
This customer reported that they could not get a leads ECG waveform after the delivery of a shock. They thought that they were unable to deliver another shock. The patient's rhythm was converted on the first shock; there was no impact to the involved patient. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.